Event description:
It was reported that the ilet displayed recurrent alarm 60 related to bluetooth communications despite multiple restarts and charging above 50 percent, and the user transitioned to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with device communications, consistent with a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: the device was placed on the charging pad; however, it failed to power on. The device was subsequently removed from the charging pad and disassembled for inspection. Visual examination revealed evidence of fluid residue on the hoverboard assembly. The observed fluid staining is consistent with liquid ingress, which may have resulted in an electrical short and rendered the mainboard non-functional. And causing the alert 60 bluetooth failure. Refer to the accompanying photograph for documentation.